Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: mar/18/2013. Expiration date: mar/31/2018. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: apr/11/2013 expiration date: apr/30/2018 reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 400cc mentor memorygel breast implant experienced pain under the breast, an unspecified deformity, and redness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot/serial numbers were provided as possible lot/serial numbers of the impacted product. This is reflected in section d. If additional clarification is received in the future, then a supplemental report will be created.